Manufacturer narrative:
The cidex opa ortho-phthalaldehyde solution instructions for use states in part: contraindications: cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. Cidex opa solution should not be utilized to process instrumentation for patients with known sensitivity to cidex opa solution or any of its components. Cidex opa solution should not be used to sterilize heat sensitive medical devices. When sterilization by a biologically monitorable process is not feasible, high level disinfection of rigid endoscopes is recommended by the centers for disease control and prevention (cdc) and the association for professionals in infection control and epidemiology (apic).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use and misuse and health hazard evaluation. Complaint history trending was performed for the problem code hru-anaphylactic reaction. It did not reveal a significant trend. A batch record review could not be performed as the lot number is unknown. (B)(4). There was no product returned for investigation. There was no response to the follow-up attempts. There is insufficient information to determine the assignable cause of this complaint.

Event description:
A customer alleged that within the last twelve months ((B)(6) 2010 to (B)(6) 2011) there have been an estimated 20-24 anaphylactic reactions reported on patients that have bladder cancer and have undergone cystoscopy. The facility uses cidex opa to process some rigid scopes and flexible scopes. They wash the internal channel using a syringe and then rinse with clean water. They rinse three times changing the rinse water between each use. The reporter stated the facility did not have the IFU (instructions for use) for the solution. She was advised that the contraindication for urology/bladder cancer patients is on the bottle label. Additionally, the facility uses sklar (3 spoonfuls with 1/2 gallon of water). A copy of the cidex opa IFU was provided to the customer. The customer reported 20-24 events anecdotally at this time. The customer was asked to provide event and patient information. Asp will report additional information received in a supplemental medwatch report(s).